Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call delivery issue. The customer's blood glucose was 360mg/dl at the time incident. Troubleshooting was performed and found insulin flow block alarm. Customer states the cannula is not bent and insulin exited during prime fill process. Advised to change the entire set system due to possible site occlusion. Customer decline trouble shooting for the high blood glucose. The insulin pump will not be returned for analysis.